Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was attempted to be positioned for left bundle branch pacing. Helix extension/retraction issues were observed, then the lead exhibited failure to capture, and high, out-of-range pacing impedance measurements of greater than 3000 ohms in the bipolar configuration. The lead was removed from the patient and a new lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was attempted to be positioned for left bundle branch pacing. Helix extension/retraction issues were observed, then the lead exhibited failure to capture, and high, out-of-range pacing impedance measurements of greater than 3000 ohms in the bipolar configuration. The lead was removed from the patient and a new lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was received with the helix in an extended position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet was inserted into the lead without issue, confirming no blockage was present. Additionally, the helix was tested and was able to retract and extend in the laboratory. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the failure to capture and high, out-of-range pacing impedance measurements observed during the implant procedure.